Manufacturer narrative:
Product event summary: the data files for the date of the event and the flexcath advance sheath, 4fc12 lot 50943, were returned and analyzed. The data files showed at least thirteen applications were performed with the balloon catheter (2af283 lot 44388). At application one, a system notice was received indicating a problem with the injection process, unrelated to the reported issue of air ingress with the sheath. The data files also showed at least four applications were performed with another balloon catheter (2af283 lot 43636) without issue. Visual inspection of the sheath showed the device was intact with no apparent issue. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Functional testing of the sheath confirmed the hemostatic valve was leaking. Air bubbles were observed through the valve; it is suspected that the valve disk was torn. In conclusion, the reported issue of air ingress was confirmed through physical product testing; not through data file analysis. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath has a leaky valve, allowing for insufficient aspiration. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.